Event description:
It was reported that the pta balloon was difficult to deflate after used in the sfa. Reportedly, the balloon was manipulated until deflation was achieved. No further treatment was required. There was no pt injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The sample has not been returned to the MFR to date. The investigation is currently underway.